Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Device failed prime/a33 test at 2.5lbs due to faulty force sensor resistor (gold). Unable to perform occlusion test, excessive no delivery test or verifying motor error due to prime anomaly. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm and drive support cap was normal. Customer reported that insulin pump was not exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.